Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/09/2020.

Event description:
The customer reported blower source issue appearing while switching on. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported blower source issue appearing while switching on issue. The manufacturer¿s field service engineer (fse) replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.